Event description:
Revision surgery was performed due to dislocation. Retrieved insert showed that the medial side deformed (damaged).

Manufacturer narrative:
The associated journey ii cr insert was returned and evaluated. From the lab analysis conducted during this investigation, it was concluded that the insert is fractured on the medial side. There are no scratches visible on the lateral side of the articulating surface, and only visible on the far medial side of the insert. The non-articulating surface of the insert also has scratches. The locking mechanism of the insert is intact with minimal deformation around the anterior insertion/extraction slot. The fractured area is grossly deformed with multiple fracture planes visible. No evidence of material or manufacturing deviations were observed in this investigation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that based on an analysis of the provided radiographic images the root cause of the dislocation most likely resulted from instability due to insufficient thickness of the inlay. It was reported that the revision was successfully completed with a thicker inlay. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. No further medical assessment can be rendered at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.